Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -7.5/2.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on 30-may-2023. On 31-may-2023 the lens was exchanged for a same model/ length lens due to excessive vault. Reportedly, "according to the assessment of post-op arch, change the icl position from horizontal to vertical." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).